Event description:
A malfunction alarm identified as malf 16 was reported by the customer for their pump. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact noted. The customer was provided with information to reset the pump, but since the malfunction code recurred, tandem's customer technical support (cts) decided to replace the pump. The customer was instructed to use a manual insulin delivery method (mdi) as a backup therapy and was guided on how to store the pump before returning it. They agreed to return the faulty pump using a pre-paid label within 10 days.